Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned and analyzed. There were no anomalies found. However, it was noted that the device set screw was missing. (B)(4).

Event description:
It was reported that during the attempted implant, the device was missing the atrial set screw. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.